Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was implanted during the onset of infection. Currently, the device remains in service. There were no additional adverse effects reported.